Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the thresholds were high but were accepted due to the patient¿s condition. All four of the tines on the ipg were engaged and the pull and hold test was performed 4 times. Two hours post implant the thresholds had slightly decreased; however, the following day, the thresholds had risen and there was no capture. The outputs were reprogrammed and the ipg remains in use. No patient complications have been reported as a result of this event.